Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that during the fill tubing process the pump did not beep. The fill tubing process was performed once more and customer acknowledge hearing the pump beep as expected. Customer's blood glucose level was 100 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.